Event description:
It was reported that a patient presented with far r over-sensing noted on the patient's implantable cardioverter defibrillator which resulted in inappropriate automatic mode switch. Programming changes were recommended. No adverse patient consequences were reported.